Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystectomy, appendectomy, multigravida, parity 5 and live birth ((B)(6) 1992, (B)(6) 2011, (B)(6) 2003, (B)(6) 2002, (B)(6) 1993). Concurrent conditions included chest pain, dizziness, heart rate irregular, flank pain, hypertension and asthma. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced gestational diabetes ("pregnancy with complication -gestational diabetes"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy(live birth) with complication"), 2 years 2 months after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), cataract ("vision/eye problems type: cataracts") and post procedural complication ("complications after hysterectomy") with wound infection. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, gestational diabetes, allergy to metals, dysmenorrhoea, cataract, fatigue, pregnancy with contraceptive device and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, cataract, dysmenorrhoea, fatigue, gestational diabetes, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystectomy, appendectomy, multigravida, parity 5 and live birth ((B)(6) 1992, (B)(6) 2011,(B)(6) 2003, (B)(6) 2002, (B)(6) 1993). Concurrent conditions included chest pain, dizziness, heart rate irregular, flank pain, hypertension and asthma. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced gestational diabetes ("pregnancy with complication -gestational diabetes"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy(live birth) with complication"), 2 years 2 months after insertion of essure. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), cataract ("vision/eye problems type: cataracts") and post procedural complication ("complications after hysterectomy"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, gestational diabetes, allergy to metals, dysmenorrhoea, cataract, fatigue, pregnancy with contraceptive device and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, cataract, dysmenorrhoea, fatigue, gestational diabetes, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- complication of pregnancy, gestational diabetes, nickel sensitivity, dysmenorrhea (cramping), cataracts, fatigue, wound infection, pregnancy with contraceptive device, device ineffective, consumer height was added, lab data were updated, medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and appendectomy. Concurrent conditions included chest pain, dizziness, heart rate irregular, flank pain, hypertension and asthma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: plaintiff fact sheet and medical record was received. Case becomes incident. Medically confirmed case. Previously reported event- injury updated to event- pelvic pain. Event added from pfs-abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abdominal pain. Reporter information, medical history, essure removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.